Manufacturer narrative:
Follow up will be filed if additional information is received.

Manufacturer narrative:
The device was evaluated by the returns department which found that the 4-way valve is contaminated. No alarm was not able to be confirmed.

Event description:
It was reported by dealer that 4 way and manifold valve was not switching and irc5po2v concentrator is not alarming.

Event description:
It was reported by dealer that 4 way and manifold valve was not switching and (B)(4) concentrator is not alarming.